Manufacturer narrative:
Update: d9, h3, h6 device evaluation: follow-up report submitted to document the device evaluation. H3 other text : device not returned.

Event description:
Per the customer, the device tip fractured during a procedure. Per the customer, the device was angled too much and they didn¿t expect the bone to be so hard. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Event description:
Per the customer, the device tip fractured during a procedure. Per the customer, the device was angled too much and they didn¿t expect the bone to be so hard. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.